Manufacturer narrative:
Olympus (B)(4). Followed up with the user facility via electronic mail, and on-site visit to obtain additional information regarding the report, but olympus was provided limited information. The user facility reported that the subject device was sent to their biomedical engineering department for inspection. However, the user facility was not able to provide the specific model and serial number of the subject sonosurg scissors that was used during the procedure, as they do not have a system of tracking which device was used during a procedure. The user facility staff further reported that the subject device was used for a total laparoscopic hysterectomy (tlh) procedure when the tip of the subject device broke off. The broken piece was reported to have fallen in the left pelvis of the patient, but did not damage any organs. There was no further information provided. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's report could not be conclusively be determined. This report will be supplemented if additional and significant information is received later. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure the tip of an unidentified sonosurg hand instrument broke off and fell inside the patient. The broken piece was said to have been retrieved with the use of an unidentified grasper forceps. There was no patient injury reported.